Manufacturer narrative:
The insulin pump was received no button response due to flattened button dome switch. The device had cracked case at the display window corner, cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
Customer's mother reported via phone, the down arrow on the insulin pump wasn't responding properly. Customer's blood glucose was 200 mg/dl. Customer's mother wasn't sure if there were any significant event which may have caused the keypad issues as the customer was at camp. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.